Event description:
The product was applied to the pt's face. Product code unknown, lot unknonw, event date unknown. The edges of the wound developed erythema. The pt was with a 1.5 cm clean laceration of the forehead. When the wound was closed by the ER doctor the standard three layers were used and then the user elected to place more product on the wound in more layers. The result was a silver dollar sized mass of adhesive which was 4-5mm thick. The pt was presented approximately seven days post op to a plastic surgeon with the thick layer of adhesive not completely sloughed off and some redness/possible infection around the wound. The plastic surgeon noted some local skin irritation and treated the pt with antibiotics. Current condition of the pt is unknown.